Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, the doctor was just beginning a turp and only activated the electrode twice when he noticed that in both activations the foot switch stuck a bit allowing the effect to continue for a second past the point where he was no longer depressing the foot switch. He switched to another non-karl storz bipolar system and completed procedure. There was no injury to the pt; pt condition post op was good.

Manufacturer narrative:
Foot switch was rested; reported malfunction could not be duplicated. Foot switch was not sticking.